Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pid') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for prevent pregnancy: implanon from 2011 to 2012. Concurrent conditions included overweight, depression and anxiety. Concomitant products included alprazolam (xanax) since 2006, aripiprazole (abilify) since 2006 and lithium since 2006 for depression and anxiety as well as sertraline hydrochloride (zoloft) since 2006. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti") and vulvovaginal mycotic infection ("yeast infection"). In (B)(6) 2013, the patient experienced pelvic pain ("pain- pelvic"), abdominal pain ("pain- abdominal"), back pain ("pain- back") and arthralgia ("joint pain"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain"). The patient was treated with hydrocodone bitartrate;paracetamol (vicodin), ibuprofen (motrin), phentermine (adipex) and surgery (to remove essure). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic inflammatory disease, pelvic pain, dysmenorrhoea, abdominal pain, back pain, urinary tract infection, weight increased, alopecia, vulvovaginal mycotic infection and arthralgia outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, back pain, dysmenorrhoea, pelvic inflammatory disease, pelvic pain, urinary tract infection, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: patient had received treatment for pain- dysmenorrhea (cramping), pelvic pain, abdominal pain and back pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: essure confirmation test(s) conducted: (unspecified): result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-mar-2020: pif received: device removed, essure removal date was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pid') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for prevent pregnancy: implanon from 2011 to 2012. Concurrent conditions included overweight, depression and anxiety. Concomitant products included alprazolam (xanax) since 2006, aripiprazole (abilify) since 2006 and lithium since 2006 for depression and anxiety as well as sertraline hydrochloride (zoloft) since 2006. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti") and vulvovaginal mycotic infection ("yeast infection"). In (B)(6) 2013, the patient experienced pelvic pain ("pain- pelvic"), abdominal pain ("pain- abdominal"), back pain ("pain- back") and arthralgia ("joint pain"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain"). The patient was treated with hydrocodone bitartrate;paracetamol (vicodin), ibuprofen (motrin), phentermine (adipex) and surgery (to remove essure). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic inflammatory disease, pelvic pain, dysmenorrhoea, abdominal pain, back pain, urinary tract infection, weight increased, alopecia, vulvovaginal mycotic infection and arthralgia outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, back pain, dysmenorrhoea, pelvic inflammatory disease, pelvic pain, urinary tract infection, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: patient had received treatment for pain- dysmenorrhea (cramping), pelvic pain, abdominal pain and back pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Hysterosalpingogram - in (B)(6) 2013: essure confirmation test(s) conducted: (unspecified): result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pid') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for prevent pregnancy: implanon from 2011 to 2012. Concurrent conditions included overweight, depression and anxiety. Concomitant products included alprazolam (xanax) since 2006, aripiprazole (abilify) since 2006 and lithium since 2006 for depression and anxiety as well as sertraline hydrochloride (zoloft) since 2006. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti") and vulvovaginal mycotic infection ("yeast infection"). In (B)(6) 2013, the patient experienced pelvic pain ("pain- pelvic"), abdominal pain ("pain- abdominal"), back pain ("pain- back") and arthralgia ("joint pain"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain"). The patient was treated with hydrocodone bitartrate;paracetamol (vicodin), ibuprofen (motrin) and phentermine (adipex). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, pelvic pain, dysmenorrhoea, abdominal pain, back pain, urinary tract infection, weight increased, alopecia, vulvovaginal mycotic infection and arthralgia outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, back pain, dysmenorrhoea, pelvic inflammatory disease, pelvic pain, urinary tract infection, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: patient had received treatment for pain- dysmenorrhea (cramping), pelvic pain, abdominal pain and back pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - in (B)(6) 2013: essure confirmation test(s) conducted: (unspecified): result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-sep-2019: pfs received. New events uti, pid, weight gain, hair loss, yeast infection and joint pain were added. Lab data updated, concomitant drugs, treatment drugs, concomitant conditions, reporter¿s information, patient¿s demographics were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.